Event description:
Philips v60 ventilator was being used on a patient in a recovery room. An error code appeared on the screen after which the ventilator shut off. A nurse was next to the patient and able to intervene immediately to prevent any patient harm. Further investigation into the issue found that philips was aware of the issue (a hardware failure associated with circuitry connected to the power) and had an internal field action notice. The field action was for philips to "repair upon failure." Philips did not notify memorial hospital. Memorial has since had all the equipment repaired to avoid future incidents. Philips has advised that this is not reportable to the FDA. However, given the severity of the failure and the lack of available equipment alternatives, we feel it is important to report the incident to the FDA. Philips is aware of the issue and has an existing classification - "action for performance/retrofit on failure."